Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the middle part. A piece approximately .374" x .084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding the connection between the harmonic ace instrument and the gn11 host machine failed during use was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection between the harmonic ace instrument and the gn11 host machine failed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.